Event description:
Stryker xt27 guide catheter broke when the neuroform ez stent was attempted to be inserted. No patient injury. The stent was never introduced to the patient's body. The stryker rep said the guide wire broke when the stent was put in on the back table by md.